Event description:
It was reported that guide wire tip detachment and guide wire entrapment occurred. A 200cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, it was noted that a piece of the wire got stuck in the occluded segment and it broke off inside the patient's body. The tip of the wire was in distal portion of the left common femoral vein stent and it was not retrieved as the segment was occluded and it could not thread wires through. No further patient complications were reported.

Event description:
It was reported that guide wire tip detachment and guide wire entrapment occurred. A 200cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, it was noted that a piece of the wire got stuck in the occluded segment and it broke off inside the patient's body. The tip of the wire was in distal portion of the left common femoral vein stent and it was not retrieved as the segment was occluded and it could not thread wires through. No further patient complications were reported. It was further reported that the guide wire was difficult to advance. The device became lodged within the occluded segment of the vessel, was difficult to remove and broke.